Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that the catheter was needed after open-heart surgery and placed via jugular vein in the intensive care unit. The spring wire guide (swg) did not insert smoothly. It was removed and appeared to be "frayed." It was noted that during the procedure, the swg was not pulled back through the needle. As a result, a second swg was successfully inserted and catheter was placed without further difficulty. The second kit was from the same lot number. There were no reported pt complications.